Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported device failed during a case. Noted a spring washer is jammed in rear case. According to the reporter, when user plugging in the device and switched on , machine sparked and then an error message on screen showed . The device was replaced with similar device and the intended procedure was completed as normal. The intended procedure was a therapeutic laparoscopy, hysterectomy bso (bilateral salpingo-oophorectomy). There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The unit passed all functional tests. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the reported incident was not confirmed. The only observation, was that the error codes 400 (ref 25) and 100 (ref) were found in the fault log. Olympus will continue to monitor field performance for this device.